Manufacturer narrative:
One used decontaminated device was returned for investigation. Under visual inspection, it was found that the inflation line was detached from the pilot balloon. Visual inspection confirmed the customer reported issue. No root cause able to be determined. A review of the device history records show no observations recorded during manufacturing.

Event description:
It was reported that while using the product, the pilot balloon detached from the inflation line. No patient injury. No additional information available for this complaint.